Manufacturer narrative:
The clip was implanted and remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitaclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grad of 4. One clip was implanted, reducing mr to a grade of less than 1. On (B)(6) 2020, the patient returned to the hospital and echocardiography showed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The recurrent mitral regurgitation (mr) was an outcome of slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.